Event description:
Litigation alleges patient suffers from pain, discomfort, and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/20/2015-after talking with the analyst it was discovered that during the (B)(6) 2009 operation, the head and liner placed on (B)(6) 2009 were taken out and replaced. The part/lot is being updated for the head and liner and the doi is being updated for the two products. This complaint was updated on: 10/20/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the doi of (B)(6) 2009 was a revision from a previous hip replacement due to infection. At this time it is not known if depuy products were involved, if/when we receive more information we will update as needed. No revision operative note or labs (metal ion levels) were provided. It should be noted that the patient's head and liner were exchanged on (B)(6) 2009 for a hematoma. There was no mention of any product issues. The part/lot for the stem is being updated, but no part/lot for the head and liner implanted on (B)(6) 2009 has been provided. The complaint was updated on:9/15/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.